Event description:
It was later reported the patient had their pump and catheter removed due to infection. The outcome was not reported. Further follow up is being conducted to obtain this information. If addition information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a catheter ¿other or unknown product issue¿. There was a collection of fluid in the back of the patient "near the incision of the catheter connection". Magnetic resonance imaging (MRI) was performed, and the catheter was reportedly intact. The healthcare provider (hcp) performed an exploratory revision on 2014-(B)(6) where the 2 piece catheter connected. The collet was intact, the anchor was still sutured, and the catheter was still in the intrathecal space. Everything was reportedly intact. The hcp waited and watched for any fluid, and none was observed. The hcp put another purse string suture where the catheter went into the intrathecal space. The reservoir volume had reportedly always been accurate during the patient¿s pump refills. The patient status at the time of the report was alive no injury. The pump system was being used to infuse morphine. No patient symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 8781, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Product ID 8781, serial# (B)(4), explanted: 2014 (B)(6). (B)(4).

Event description:
On (B)(6) 2015 information was received from a healthcare professional indicating perioperative, oral, and intravenous antibiotics had been administered. The swelling was first reported on (B)(6) 2014. Other signs and symptoms included redness, drainage, pain, and incisional wound opening. The primary location of the infection was the lumbar region. A culture was obtained from the lumbar region and came back negative. The patient did not have meningitis, and the infection resolved. The patient did not have drug withdrawal, and they were on oral medications and a duragesic patch. The device system reportedly contained dilaudid and bupivacaine.